Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Product was visually inspected on receipt. Unit was clean in appearance with no markings visible. Unit received had tubing bond broken between luer and bulb assembly tubing. Under 10x magnification also noted to have a small crack in the "c" port luer of the stopcock assembly. The tubing bond break show visible solvent at the bonding point between the tubing and luer, the tubing appears to have been inserted the correct depth based on the residual solvent ring on the tubing. The reported problem was confirmed. The root cause is unable to determine the cracking of the stopcock, the tubing bond appear to have been caused by force applied to the tubing and causing the tubing to pull loose. No information is provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that during safety checks that the bag was deflated. No patient injury was reported.